Event description:
It was reported that post a renal artery stenting procedure, a stent fracture occurred. The 10-12mm, moderately calcified lesion was located in the 5mm left renal artery. An express biliary 5.0mm x 15mm x 150cm stent and another manufacturer's stent were implanted in the renal artery. According to the physician, both stents were deployed and implanted without difficulty. Approximately 6 to 8 months post procedure, it was noted by the physician during a routine follow-up exam that the patient was experiencing in-stent re-stenosis (isr) symptoms. Fluoroscopic imaging revealed a fracture of the express biliary 5.0mm x 15mm x 150cm stent that had been placed in the previous procedure. The patient was taken to the cath lab where a renal artery interventional procedure was performed. Under fluoroscopic observation, the physician noted that the express biliary stent had fractured along the "spine" of the stent and appeared to have been "filleted open and cut into pieces". Intra-vascular ultrasound (ivus) imaging confirmed that what appeared to be an isr was actually the struts of the stent collapsing inward on the lumen of the stent. The physician was able to successfully place another manufacturer's stent to correct the blood flow issues that resulted from the stent damage. The patient's status is reported as "stable". It was further noted that the patient had suffered no traumatic events or any surgical intervention which may have contributed to the stent fracture prior to its identification.

Manufacturer narrative:
The complainant indicated that the device remains implanted and the stent delivery system has been disposed, therefore, the device will not be returned for evaluation, and a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.